Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and diabetic coma.

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced no audio output from the receiver and an adverse event. The patient stated that the device did not sound during the incident, which occurred at dinner time, around 7:00pm. At the time of the event, the receiver was on the table with the case open. The patient was transported by ambulance to the hospital and taken to the emergency room (ER) for hypoglycemic coma. The patient was treated immediately with glucose at 33% and subsequently with glucose at 10% and 5%. The hospital discharge took place on (B)(6) 2016, around 10:00am. At the time of contact, the patient was okay. No additional event or patient information was provided. No product or data was provided for evaluation. The reported event of no audio output could not be confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker sounded. The reported event of no audio output was not confirmed. A root cause could not be determined.